Manufacturer narrative:
Concomitant medical products: product ID: 37081-60, serial# (B)(4), product type: extension. (B)(4).

Event description:
The patient's healthcare provider (hcp) reported the patient observed an out of range (oor) message on her patient programmer on (B)(6) 2015 and called the clinic. The patient was advised to come in to the clinic, where she met with a manufacturer representative five days later. The patient then reported "having pain in the battery site area since (B)(6) 2015". And that she noticed the oor message three days later. The patient also noted that "her battery recharge interval had shortened from about every two weeks to every one week" at the time of report. There were no known issues that had led to the event, with no reported falls or accidents. In an effort to troubleshoot the situation, impedance testing was performed. The impedance testing found "out of range impedances on contacts 5 and 1." Further impedance testing was then performed with the patient in different positions (sitting and lying down). While the patient was sitting it was noted the "electrode impedances on contacts 5 and 1 were intermittently out of range;" while when the patient was lying down, "contact 5 was consistently out of range." When the manufacturer representative palpated around the battery, it was noted "her stimulation did get stronger/weaker" and that when the lead/extension connection was palpated around "there was no change in stimulation." The patient was reprogrammed to avoid using contacts 1 and 5 as a result of the impedance findings and the patient was "getting good coverage" as a result. The patient's physician advised the patient to go home with the new settings and see if the pain in the battery area disappeared. However, if the pain continued or if the oor message came back, the physician's "next plan of action was to go into the operating room to check for loose connections." The patient's system remained implanted and in service at the time of report. Surgical intervention had not occurred at the time of report and it was :unknown" whether it would be planned. A supplemental report will be filed if additional information is received.